Manufacturer narrative:
Product has been reported to be a "cvk (hickman catheter, size 6.5 fr)". (B)(6). (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that an unknown cook cvc catheter and wire guide together separated during removal. The device was previously repaired using a tpn catheter repair set on 24feb2020 by the user facility's technical nutrition team due to a hole in the line. On the morning of (B)(6) 2020, the patient and home care worker who had come to "disconnect the tpv" both noticed that the metal cannula of the repair set had "come loose and had slipped through", which is also reported under patient identifier (B)(6). The patient clamped the line and went to the hospital. Consequently, the surgeon exchanged the line over a guidewire after cutting and removing the tunneled metal cannula portion. The patient was administered a local anesthetic and an incision was made at the insertion site. Blunt preparation of the catheter was performed. A wire guide was introduced to the catheter in the right subclavian vein and the catheter was mostly removed. During exchanging the cvc, a part of the hickman catheter and wire guide separated and were left intraluminal in the patient, which is the subject of this report. The user facility's intervention radiology department removed the fragments from the patient using the femoral vein. A new device was introduced in the right subclavian vein and placed. The patient was admitted to the hospital for a "few days" of administration of fluids with no possibility of administration of tpn. Additional information regarding the patient, device, and event has been requested but is currently unavailable.

Manufacturer narrative:
Investigation - evaluation. During a catheter exchange procedure, over the guide wire technique was being used. The patient was administered local anesthetic and an incision was made at the insertion site. A wire guide was introduced to the catheter in the right subclavian vein and the old device was mostly removed. However, during the catheter exchange, a part of the wire guide separated in the left intraluminal space. The patient had to be taken to interventional radiology where fragments from the patient were removed using the femoral vein. The procedure was completed with a similar device and no other adverse events were reported. Another event regarding this patient is reported under MDR ref. #1820334-2020-01438. A review of the complaint history, device history record (DHR), instructions for use (IFU), and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. The customer reported that the device was likely from either lot 10311317 or lot 10222175. Reviews of the dhrs for both lots and their related repair section sub-assembly lots revealed no recorded non-conformances related to the failure mode. A database search found no other events associated with either device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, it was concluded that the device was manufactured to specification and that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The repair set is supplied with IFU c_t_irhc_rev3.pdf which includes the following: "precautions care should be taken when using a wire guide through a cook tpn catheter repair set to prevent damage with the catheter" based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined. At this time cook is unable to rule out patient activity, tension placed on the line by the caregiver or patient, procedural related manipulation, or manufacturing as a cause of the event. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 21aug2020,it was reported the patient did not experience any adverse effects due to this occurrence and is now fully recovered. The exact wire used during the procedure is unknown, as it was the wire guide used by the surgeon, not the one provided in the tpn set. It was reported that no difficulty was experienced prior to device separation. In order to remove the separated portion of the device from the patient, the part of the catheter outside the patient that contained the metal cannula was separated from the catheter inside the patient and removed. The remaining portion of the catheter was removed by the femoral vein by the radiologist. It is unknown how long the section of separated device was. It was confirmed that this device had been previously repaired. Imaging is not available.